Event description:
It was reported that the cylinder of this inflatable penile prosthesis ruptured, resulting in fluid loss. The device was explanted and replaced. No patient complications were reported.

Event description:
It was reported that the cylinder of this inflatable penile prosthesis ruptured, resulting in fluid loss. The device was explanted. No patient complications were reported.